Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for low yield with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd has initiated further investigation relating to this issue through CAPA#1092363. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. H3 other text : see h.10

Event description:
It was reported that bd vacutainer® cpt¿ cell preparation tube with sodium citrate had low yield the following information was provided by the initial reporter: "per email: I was wondering if you someone can assist with a current complaint we received from a client. The client provided collection centers with cpt vacutainer tubes with sodium citrate (lot 9087921), manufactured from bd. When processing the collected blood, they encounter the following upon spinning the tubes, the client noticed the white blood cell recovery was low. She said, 'it could be a donor thing, I don¿t know but two of the tubes post spin pretty much had no buffy coat of cells." Has this occurred before with any of the cpt vacutainer tubes? What could have caused the low cell recovery and no buffy coat?"

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® cpt¿ cell preparation tube with sodium citrate had low yield. The following information was provided by the initial reporter: "per email: I was wondering if you someone can assist with a current complaint we received from a client. The client provided collection centers with cpt vacutainer tubes with sodium citrate (lot 9087921), manufactured from bd. When processing the collected blood, they encounter the following upon spinning the tubes, the client noticed the white blood cell recovery was low. She said, 'it could be a donor thing, I don¿t know but two of the tubes post spin pretty much had no buffy coat of cells." Has this occurred before with any of the cpt vacutainer tubes? What could have caused the low cell recovery and no buffy coat?".